Event description:
Device malfunction: none. Symptoms/ae: bradycardia requiring pacemaker implant. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt with pre-existing bradycardia due to a sinus node dysfunction, because hypotensive and had an exacerbation of the bradycardia. The hypotension was treated with dopamine. Two days post procedure, the hypotension resolved; however, the pt remained bradycardic so a pacemaker was placed. Three days post procedure, the pt was discharged to home in stable condition. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Bradycardia and hypotension are known potential adverse events associated with the use of this device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities associated with this lot number.